Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 02jan2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: no patient involvement 8110 error 353.7200. Account name: (B)(6) hospital account #: (B)(4). Contact: (B)(6). Contact email: (B)(6). Contact phone: (B)(6). Contact mobile: (B)(6). Patient or user involvement: no. Patient or user harm: no. Tan had error 353.7200 on syringe module sn (B)(6). I recommended tan to clean the linear sensor. If cleaning linear sensor does not resolve the problem, tan will replace housing carriage assy.

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 02jan2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
(B)(6).